Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. The patient reports the pods cannula had failed to deploy and the pink slide had not moved forward at activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.